Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. A replacement pump was sent to the customer to resolve the issue. It was also reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer consumed glucose tablets and carbohydrates to address their bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.